Manufacturer narrative:
Results and conclusion: based upon testing of reserve samples. The involved samples have not been made available for evaluation. Therefore, the investigation was based upon evaluation of user facility information, returned unused samples and reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks", "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product", "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock", "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the safety feature would not lock on some samples and the safety shield "broke off" during attempts to engage the safety feature following use of one device. During follow-up communication with the user facility it was confirmed that: specific product codes and lot numbers were not noted during demonstration of safety product with the distributor representative; the product identification information was based on current inventory; and no additional event specific information is available.